Event description:
During a laparoscopic gastric bypass procedure, the device was fired with a white cartridge. Upon release and removal of the instrument, there was indication of a successful cut. However, the cut was not accompanied by the normal parallel staple rows. There was no subsequent patient complication. The surgeon subsequently reloaded the same device with new white cartridges and successfully closed both enterotomies.